Event description:
It was reported that during a rotator cuff repair the implant broke and remains in the patients shoulder. According to the reporter the sutures were removed, however, the tip of the implant was left behind in the bone. The surgeon inserted another implant from a different lot next to the broken one to complete the case. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Follow up with the reporter provided additional information that a punch was used for bone preparation, a tap was not. Patient's weight was requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. The evaluation revealed the implant was broken between the 4th and 5th proximal threads. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event include insufficient bone preparation for the hardness of bone encountered, not inserting the implant co-axial to the bone tunnel, prying/leveraging the driver while the implant is still loaded, and/or over-insertion. Per product directions for use (dfu-0031), if working with soft bone, use the punch to create a pilot hole for the anchor. In hard bone, first use the punch to create a pilot hole, and then insert the tap to better prepare the bone for the anchor. This is the second complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. Requested/is expected.